Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received one inappropriate shock for possible supraventricular tachycardia. The patient was noted to be working on the furnace at the time of the shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.